Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body was compressed on its proximal shaft at 23.5cm, 68.0cm and 75.0cm from the proximal end. The inner body bumper marker was butted against the stent proximal markers. The stent was in the outer body distal shaft in its intended location. During functional testing, a small amount of friction was encountered as the inner body was being advanced in the outer body. The inner body was removed from the outer body and further analysis revealed a kink on its middle shaft at 92.0cm from its proximal end. No other anomalies were found. The device coating did not reveal any anomalies. The device outer body, inner body, stent, and dual tapered tip were found within specifications. The cause for the observed anomalies and relation to the reported event could not be definitively determined, as these were not mentioned or reported. Therefore, the root cause for the damages observed cannot be determined. The vasospasm is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use (dfu). Therefore a root cause of anticipated procedural complication was assigned to the reported patient vasospasm.

Event description:
It was reported that as the stent delivery system was being advanced to reach the m1 segment of the middle cerebral artery, vessel spasm occurred. The physician administered nimotop (unknown dose) in response to the event. The physician concluded the case by implanting a competitor stent. The patient was reported to be in stable condition.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that as the stent delivery system was being advanced to reach the m1 segment of the middle cerebral artery, vessel spasm occurred. The physician administered nimotop (unknown dose) in response to the event. The physician concluded the case by implanting a competitor stent. The patient was reported to be in stable condition.